Manufacturer narrative:
The actual device was not available; however, a companion sample was provided for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated peritoneal dialysis set with cassettes leaked during use. The patient reported an alarm with an error message of ¿cassette leak¿. The patient stated that they could not identify where the leak was. There was no damage on the cassette, or on the box. There was no patient injury or medical intervention associated with this event. No additional information was available.